Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser probe would not thread through the trocar during a surgical procedure. The probe was exchanged for a new one. The surgery was completed with no harm to the patient.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed some adhesive on the tip near the cannula-nitinol junction. The laser probe was inserted into a 25ga trocar cannula, but it got stuck near the junction of the cannula and the nitinol tip, confirming the customer reported event. The 25 gauge illuminated flex curved laser probe was manufactured on october 16, 2017. There were 1296 paks associated with this lot. The 25 gauge illuminated flex curved laser probe was packaged on october 6, 2017. There were 384 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive residue on the 25 gauge illuminated flex curved laser probe cannula tip. The manufacturer internal reference number is: (B)(4).